Event description:
It was reported, the patient was falling down a lot. This had started about six weeks prior. The patient¿s legs were giving them problems and were burning. The patient was taking extra pills. The patient planned to follow up with a physician. It was questioned if the pump was working. The patient stated that when they take the medication out, "it¿s usually a very small amount, but I got about a month¿s worth out last time they did it." It was indicated that the hcp did not think the patient needed the pump because, it was not giving her enough medicine to help. The pump was delivering morphine. It was later reported there was something wrong with the pump. The patient fell about five weeks prior and believed they may have done damage to the pump. The patient fell backwards. The pump was in the patient¿s hip. The other times the patient fell they had fallen forward. The patient was having trouble with their memory. The patient¿s legs were burning. An x-ray was performed about two weeks prior and did not reveal anything. The patient was told there was nothing wrong and they wanted to turn the pump up. A cat scan was performed. The patient planned to follow up with a neurologist due to the falls. It was indicated the hcp withdrew a large amount of morphine and then refilled the pump. The patient indicated they would have to wait another three months to see if the pump was working when the hcp would refill it again.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4), product type programmer, patient product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of the event was due to the patient's multiple falls for lower extremity weakness. The patient had a history of back pain, a right total knee replacement approximately eight months prior. In addition, the patient fell on (B)(6) 2013 and had shoulder surgery "the following monday." The health care provider's first encounter with this patient was for a pump refill on (B)(6) 2013. Reportedly, at this refill the telemetric reading suggested that 2.4 milliliters (ml) would be remaining. However, the actual returned was greater than 3.5 ml. There were no symptoms from the medication issue. Due to multiple falls a computerized tomography (CT) scan of the "ls" was done on (B)(6) 2013 to check the placement of the wires which suggested the placement into the thoracic region. A magnetic resonance imaging (MRI) scan was recommended for better evaluation of the low back pain and issues. The patient was last seen on (B)(6) 2013 and a manufacturer interrogation was ordered to see if there were any other reason for the discrepancy in the residual volumes from the previous refill. The patient's primary care physician had set the patient up with neurology for the falls. No patient injury was reported and no hospitalization was required.